Manufacturer narrative:
The subject device was returned and evaluated by olympus. The phenomenon "no image" was not able to be confirmed, and was not duplicated during inspection. The device was returned to asset inventory. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the phenomenon was not reproduced, it is likely that there was a temporary stain on the electrical contact area and/or foreign matter attached, causing contact failure, and the image was no longer displayed because the processor and the camera head could not communication with each other. The instruction manual identifies the following content regarding electrical contacts, which may have prevented the phenomenon: "wipe off the electrical contacts, optical connections and surroundings of the video connector with dry gauze and connect to the camera control unit when it is sufficiently dry. Also, make sure that the electrical contacts and optical connections are clean before connecting. If the electrical contacts and optical connections are used while they are wet or dirty, the equipment may be damaged, and the safety of the patient or operator may be jeopardized". This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device had no image. The reported problem was found during reprocessing. No patient involvement or injury was reported. No additional information has been obtained.